Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she had a complaint against the infusion set. F/u was completed with pt on 03/11/2011. Pt reported a couple of infusion sets bent near the tip of the infusion cannula. There was no insulin leakage at the site location. Pt noticed this a few hours after the infusion headset was inserted due to her blood glucose elevating. Blood glucose elevated as high as 500 mg/dl, and normal blood glucose is 110 mg/dl. Pt changed the headset and delivered an insulin injection to decrease blood glucose. Headsets were inserted manually, and pt learned how to use the infusion sets by reading the reference guide. Pt discontinued use of the infusion sets and a request for replacement product was submitted. Alleged infusion sets were discarded and were not requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.